Event description:
Patient was scheduled for robotic assisted hysterectomy. Dr., compared the used v-care with the new v-care and confirmed that all loose pieces were retrieved. During the case, staff could see that a blue piece had broken off of the v-care while it was in the patient. The device was removed, and the broken piece was retrieved from the patient. Dr. Confirmed that all piece/s were retrieved.